Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) returned from repair for fan errors, and now it is going into a boot loop. Tech support (ts) asked about the network, and if they had used the correct port in use, but they are adamant it is the unit. They did not want to troubleshoot and would like us to evaluate it again. The unit came in for repair, but the issue could not be duplicated. Not in patient use and found at set up. Investigation conclusion: based on the available information and reported information (from our on-site technical support technician and the biomedical engineer at the facility), we were able to confirm the reported issues were due to a software compatibility issue. The root cause of the software compatibility issue was attributed to the age of the equipment and the inability to reload the current version of sw (software) on the cns. The only option our on-site support technician had was to upgrade the sw (software) from old gui to new gui sw. This is mainly because the customer did not want to purchase an upgraded unit and wanted to continue using the older equipment. Once the software was updated on the cns and device, this resolved the boot looping/spontaneous reboot and software compatibility issues. We have identified several potential causes of startup/boot looping issues, which are not limited to, and listed below, in further detail, for reference. Potential causes: · boot looping/spontaneous shutdown/startup issues: when the cns experiences a boot looping and/or start up issues, it can be caused by a variety of events. These events include software issues, (such as software compatibility issues, software corruption and/or outdated software, software upgrades needed due to the age of the device), user related setup errors (such as ungraceful exits or unexpected shutdowns), power outages, generator tests, uninterruptable power supply (failure) or power failure (and/or power surges). Environmental factors can also impact device functionality and cause damage to sensitive hard drives and lead to hard drive failures as well. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Potential causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. · user related setup/settings/installation error issues: set up and installation issues, (such as incorrect settings, maintenance and calibration issues, software related issues leading to data flow issues, incorrect software version being used on an older device causing software compatibility issues, incorrect connection, incorrect setup or connection of cables, incorrect setup of monitors, incorrect set up of connected devices and hardware, ect.). If a setup/installation/software issue occurs, it is typically due to a user related error, (due to lack of education). User related setup and installation issues can also lead to the cns device experiencing multiple issues, including the display of application advisory error messages and other startup issues such as boot looping or spontaneous shutdown issues. · software and/or file corruption/ungraceful exits/improper shutdown issues: software and/or file corruption issues may affect the operation of the system and lead to application advisory errors. Should the software and/or file become corrupt, re-installing the file and/or software would resolve the issue. The most common root causes of software and/or file corruption are ungraceful exits or improper shutdowns. Ungraceful exits or power loss during software and/or operations are likely to result in corruption of files and/or software. In some case, corruption issues can lead to damage to sensitive components, such as hard disk drive failures and/or damage (see damage section below). · app advisory errors: we have identified some potential causes of the cns device experiencing app advisory error message issues, which are typically due to, but are not limited to, user related setup/installation errors and/or software, network/connectivity/environmental/it issues, software or file corruption, (typically due to user related errors, power surges, power issues, or power outages), and/or damage to the device or its components. These identified potential causes, are not limited to, and explained in further detail below. · damage issues (including hard disk drive damage due to corruption): damage to the device or its components or hardware used in conjunction with the device can lead to app advisory or error message issue. Damage can include hard disk drive damage, which can occur due to file corruption, software corruption, power surges or power outages at the facility, which can all lead to permanent damage to the sensitive hard disk drive. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 - b7 d4 lot number & expiration d6a - d6b d7b d10 concomitant medical device f1 - f14 g4 device bla number g5 g7 h7 h9 additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) returned from repair for fan errors, and now it is going into a boot loop. Tech support (ts) asked about the network, and if they had used the correct port in use, but they are adamant it is the unit. They did not want to troubleshoot and would like us to evaluate it again. The unit came in for repair, but the issue could not be duplicated. Not in patient use and found at set up.

Event description:
Hold js 4.14 the biomedical engineer (bme) reported that the central nurse's station (cns) returned from repair for fan errors, and now it is going into a boot loop. Tech support (ts) asked about the network, and if they had used the correct port in use, but they are adamant it is the unit. They did not want to troubleshoot and would like us to evaluate it again. The unit came in for repair, but the issue could not be duplicated. Not in patient use and found at set up.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) returned from repair for fan errors, and now it is going into a boot loop. Tech support (ts) asked about the network, and if they had used the correct port in use, but they are adamant it is the unit. They did not want to troubleshoot and would like us to evaluate it again. The unit came in for repair, but the issue could not be duplicated. Not in patient use and found at set up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.